Manufacturer narrative:
The pump was returned for analysis, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft bearing. Interrogation of the pump determined it was used to infuse baclofen (500 mcg/ml at 3.12 mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding an implantable infusion pump. The indications for use was intractable spasticity and multiple sclerosis. It was reported that the pump had normal elective replacement indicator (eri) and battery depletion. The device was returned with no allegations. No patient symptoms or complications were reported as a result of this event. No further complications were reported.